Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Log file review shows that all started treatments were completed to 100% without interruption and all laser system functions were within specifications at this day. The treatment report shows opaque bubble layer (obl). No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Obl may absorb, reflect or block the femtosecond laser energy, and the obl¿s density may be a potential factor causing an incomplete flap. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported sub epithelial bubbles during laser treatment. It was noted after review of the treatment data that the canal was not placed at or slightly pass the limbus, therefore, the gas backed up into the bed causing an incomplete cut in that area of the eye. Additional information requested.